Event description:
Meter name: one touch ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were not able to get a reading. Their meter allegedly would only prompt er4 and apply sample. The result on their meter was er4 and apply sample. Customer was not tested with any other equipment. There was no treatment. Customer reportedly had definitely been hurt by the meter not working.. Not knowing what the readings are and how much food to eat. Customer takes no medication and used diet and exercise to control diabetes. No further information has been reported.